Event description:
He received bilateral injections of synvisc into both knees on (B)(6) 2013. On (B)(6) 2013, he was diagnosed with (B)(6) septic debridement and 8 week course of antibiotic therapy with resolution of the infection. Dose frequency and route used: 8 mg/ml intra-articular hyaluronic acid. Therapy date: (B)(6) 2013.